Event description:
It was reported that the product failed calibration. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 23-may-2022 via email and attached to complaint object: found during testing ? No patient incidents. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Performed downstream occlusion sensor and upstream occlusion sensor's pressure switch tests. Both occlusion sensors were found to be activating properly within the pump's manufacturing specifications. However, air bubbled and fluid ingression are found on the downstream occlusion sensor and chassis base. Downstream occlusion sensor was replaced as a precaution. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured jan. 2021, and is out of warranty therefore, no manufacturing DHR review is needed.